Manufacturer narrative:
A customer in (B)(6) notified biomérieux of discrepant results associated with myla® v4 cli dl380 server. An internal biomérieux investigation was performed. The issue involved myla® v4.3 modification of the phenotype name sent by vitek® 2 v7.01. Phenotype name sent by vitek® 2 => "resistance haut niveau." Phenotype name modified by myla® before sending to lis => "cephalosporinase haut niveau." The phenotype name available in the vitek® 2 aes report is not same as the one available in the myla® patient visit report. The phenotype name available in the laboratory information system (lis) is the same as the one available in myla®. The problem was reproduced internally. The cause of the problem is that myla® 4.3 integrated the translation of vitek® 8.01 for the phenotypes. In this case, myla® was using the name in vitek® 8.01; however, the customer was using vitek® 7.01. Conclusion: there is no evidence of product malfunction. Myla® v4.3 is performing as expected. The verbiage for four (4) phenotype descriptions changed during the transition to vitek® 2 8.01 / myla® v4.3 a global customer service (gcs) info bulletin will be issued to clarify the name changes.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in (B)(6) notified biomérieux of discrepant results associated with myla® v4 cli dl380 server. The customer reported the myla® server modifying the phenotype names sent by vitek® 2. The vitek® 2 sent the betalactam phenotype as "high level resistance", but myla® recorded the betalactam phenotype as "high level cephalosporinase". There is no indication or report from the customer to biomérieux that this error led to any adverse event related to the patient's state of health. An internal biomérieux investigation has been initiated.